Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 300-400 mg/dl. The customer stated that in the middle of the night, the sensor was saying low but her blood glucose was high. The customer stated that the pump's reading were not always accurate. The customer was unable to troubleshoot as she was at work.